Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to remove the broken stem and sleeve from the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).